Event description:
It was reported that the patient presented in clinic after experiencing syncope and chest pain. Upon interrogation, loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed and a cardiac perforation was identified at the apex of the right ventricle. The physician alleged the loss of capture was related to the perforation and the perforation was caused by a combination of patient anatomy and excess lead slack. No allegation of malfunction was made against the rv lead. The lead was repositioned to resolve the event and the patient was in stable condition.